Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to perform a system checkout. Representative reported that the computer dies after turning on and mobile viewing station(mvs) starts to beep. Rep traced the issue to uninterruptible power supply (ups) and replaced uninterruptible power supply (ups). After replacing the uninterruptible power supply (ups), system passed all testings and is working normally. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a surgery the imaging system pendent displays initializing please wait and the mobile viewing station(mvs) was not connecting. There representative also noted that the power on and system on lights were lit, the viewing station started beeping. Monitor displays a black screen. There was no patient at the time of the issue.